Manufacturer narrative:
B3: date is estimated; month and year are valid. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(6), ubd: 15-feb-2016, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller and the issue began within the last week. Patient couldn't increase or decrease their stimulation. During the call agent walked patient through checking their implant battery levels and patient confirmed the implant was at 90% and the controller was at 100%. Patient only had 1 group which was group a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026: additional information was received from the patient. They reported that the cause of the settings not available message is that the lead went bad. They were recommended surgery to fix it, but the issue is not resolved.